Event description:
A report was rec'd stating that a pt's implant would not turn on after falling down the stairs. The pt had the device explanted.

Manufacturer narrative:
The explanted device will not be evaluated as it was discarded by the medical facility.